Event description:
It was reported by service report that the foot of the bed will not raise or lower. The lift cannot be electronically lowered to the lowest position. No pt involvement or adverse consequences are reported.